Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have high threshold and intermittent capture. The chest x-ray showed that the ra lead dislodged and the implantable pulse generator (ipg) device had moved downward from the original pocket site. Both the ra lead and the device were re-positioned, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.